Event description:
The complainant reported that their impella cp¿s placement signal was still deactivated. The pump position had been confirmed via echocardiography. Care was eventually withdrawn, and the patient expired.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The pump was not returned for investigation. The data log shows a downward trend in the placement signal without any reported abnormalities on 5s optical signal parameters. Several suction alarms were observed, and the impella position in the ventricle was checked before disabling the placement signal monitoring. Additionally, a motor current trend was noted during the placement signal issue. The cause of the optical signal issue was most likely patient condition related, based on data log review. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.